Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) showed no signal and no markers during the post-implant interrogation. Upon removal, it was noted that there was "derma bond all over the device," however the icm worked properly once the derma bond was removed from the sensing head. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.